Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was loaded into its delivery tool. Upon retraction of the delivery tool, the seal remained inside the loading device. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device, the reported complaint "seal remained inside the loading device" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).